Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00300.

Event description:
It was reported that radiographic images detected a fractured iliac screw and rod during a follow-up visit. No further details have been provided. This is report two of two for this event.

Event description:
It was reported that radiographic images detected a fractured iliac screw and rod during a follow-up visit. No further details have been provided. This is report two of two for this event

Manufacturer narrative:
The device was not returned for evaluation. However, an x-ray was provided and used for evaluation. The x-rays show that there is a clear break in one rod and one iliac screw. The lot number is unknown so the manufacturing records were unable to be reviewed. The patient's weight, activity level, and bone quality information was not provided so it is difficult to tell if these factors may have influenced any non-fusion. Additionally, it is unknown if the patient experienced a traumatic event (such as a fall) that may have further contributed to the fracture seen.